Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On thursday, (B) (6) 2010, pt had a trial lead implanted. On saturday, (B) (6) 2010, the pt began experiencing nausea and vomiting, whether the stimulator was turned on or off. On monday, (B) (6) 2010, the doctor explanted and discarded the trial lead. The doctor said that he was going to order an allergy kit and test the pt before she received a permanent system.